Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received in used conditions, without original packaging and with its certificate of safe handling. Functional test: samples were filled with 5 cubic centimeter (cc) of air according to procedure to see if there was any functional problem. Results: when the sample was inflated with air, the cuff only inflated one side. According to the instruction for use, the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found.

Event description:
It was reported by the parents that the pilot balloon did not inflate during pre-test. No patient injury was reported.